Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported phacoemulsification tip was broken during the phacoemulsification phase of a surgery. There was no patient harm. Additional information was requested; however, none has been received to date.

Event description:
Additional information received from the company representative indicating the surgery was completed using another product, with a different tip and sleeve. The broken piece did not fall into the patient's eye.

Manufacturer narrative:
One opened phacoemulsification tip and a broken piece of the tip in a sleeve within a pouch were received. The phacoemulsification tip was visually inspected and deemed nonconforming, the phacoemulsification tip was broken across the air bypass (ab) hole with a very jagged edge. The phacoemulsification had even wall thickness and the broken tip piece was located in the sleeve. There was wear on the threads , back of flange and nut corners that was consistent with use. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspection does not show any manufacturing issue that would cause the broken phacoemulsification tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).